Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2024, the c-arm kept over rotating while being in use. The customer reported that the c-arm kept moving over a hundred degrees and it nearly touched the floor. A field engineer examined the equipment and it was determined that the rotational buttons were sticking and that new parts were needed. New parts were ordered and are awaiting replacement. No patient injury or staff reported.